Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); patient¿s condition affected effectiveness of device (anatomy related: ruptured abdominal aortic aneurysm); unapproved use of device (treatment of a ruptured abdominal aortic aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: ruptured abdominal aortic aneurysm); off label, unapproved or contraindicated use (treatment of a ruptured abdominal aortic aneurysm).

Event description:
An endurant stent graft system was implanted in a patient for the emergent treatment of a 10 cm in diameter ruptured abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the patient presented with a pre-operative ruptured abdominal aortic aneurysm, receiving CPR to sustain support for life. The physician implanted the stent grafts without complication; however, the patient expired the following day, due to the large amount of blood loss prior to the implantation of the stent grafts. No clinical sequelae were reported.